Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the adhesive patch occurred. The sensor was inserted into the abdomen. The patient developed an open sore on the right side of his abdomen under the sensor patch which has since extended beyond the sensor footprint. The patient was evaluated by an healthcare personnel (hcp) on multiple occasions and prescribed oral antibiotics (azithromycin, other unspecified antibiotics) and a topical antibiotic medication. As of nov. 2021, the wound is still present. The patient has an appointment with his hcp in (B)(6) 2021. The event occurred over six months ago. No additional patient or event information is available.